Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead was inadvertently severed during an ipg revision (reference MFR report: 1627487-2015-08433). The physician decided to replace the paddle lead with 2 percutaneous leads. The patient is receiving effective stimulation.